Manufacturer narrative:
B5 - describe event or problem was updated with additional information received. B6 - relevant test / laboratory data was updated with additional information received. H6 - patient codes were updated based on additional information received.

Event description:
Reprise IV study. It was reported that first degree arteriovenous (av) block and right bundle branch block occurred. The patient was enrolled in the reprise IV study in (B)(6) 2019 and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin and other anticoagulant medications at the time of index procedure. The subject did not receive any loading doses of antiplatelet medication prior to the procedure. A lotus introducer was inserted and advanced into position. Balloon aortic valvuloplasty (bav) was not performed. The aortic valve was treated with deployment of an 27mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the directions for use. Difficulty in locking the valve was noted and attributed to challenging anatomy. On the same day, post index procedure, the subject developed first degree av block and right bundle branch block. No actions were taken to treat the event. On the same day, post index procedure, the subject experienced lvot mid cavity obstruction and increased left ventricular outflow tract pressure gradient. Intravascular ultrasound (ivus) and angiography were performed for the lvot mid cavity obstruction. The subject was treated with a balloon pump; revascularization was not performed. The event was considered recovered/resolved. Echocardiogram was performed as diagnostic procedure for the left ventricular outflow tract pressure gradient. No action was taken for the increased pressure gradient. Five days later the subject was discharged to home in a stable condition. It was further reported that the left ventricular outflow tract (lvot) obstruction and increased left ventricular outflow tract pressure gradient were not related to the lotus edge device.

Event description:
Reprise IV study: it was reported that first degree arteriovenous (av) block occurred. The patient was enrolled in the reprise IV study in june 2019 and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin and other anticoagulant medications at the time of index procedure. The subject did not receive any loading doses of antiplatelet medication prior to the procedure. A lotus introducer was inserted and advanced into position. Balloon aortic valvuloplasty (bav) was not performed. The aortic valve was treated with deployment of an 27mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the directions for use. Difficulty in locking the valve was noted and attributed to challenging anatomy. On the same day, post index procedure, the subject developed first degree av block and right bundle branch block. No actions were taken to treat the event. On the same day, post index procedure, the subject experienced lvot mid cavity obstruction and increased left ventricular outflow tract pressure gradient. Intravascular ultrasound (ivus) and angiography were performed for the lvot mid cavity obstruction. The subject was treated with a balloon pump; revascularization was not performed. The event was considered recovered/resolved. Echocardiogram was performed as diagnostic procedure for the left ventricular outflow tract pressure gradient. No action was taken for the increased pressure gradient. Five days later the subject was discharged to home in a stable condition. It was further reported that the left ventricular outflow tract (lvot) obstruction and increased left ventricular outflow tract pressure gradient were not related to the lotus edge device and the right bundle branch block was present prior to the procedure. It was further reported that in (B)(6) 2020, 229 days post implant, subject was hospitalized for the management of first degree av block. Two days later, a permanent pacemaker was implanted due to syncope along with first degree av block. The following day, the event was considered resolved and the subject was discharged on aspirin and clopidogrel.

Manufacturer narrative:
B5 - describe event or problem was updated with additional information received.

Manufacturer narrative:
Describe event or problem was updated with additional information received. Other relevant history was updated with additional information received.

Event description:
Reprise IV study: it was reported that first degree arteriovenous (av) block occurred. The patient was enrolled in the reprise IV study in june 2019 and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin and other anticoagulant medications at the time of index procedure. The subject did not receive any loading doses of antiplatelet medication prior to the procedure. A lotus introducer was inserted and advanced into position. Balloon aortic valvuloplasty (bav) was not performed. The aortic valve was treated with deployment of an 27mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the directions for use. Difficulty in locking the valve was noted and attributed to challenging anatomy. On the same day, post index procedure, the subject developed first degree av block and right bundle branch block. No actions were taken to treat the event. On the same day, post index procedure, the subject experienced lvot mid cavity obstruction and increased left ventricular outflow tract pressure gradient. Intravascular ultrasound (ivus) and angiography were performed for the lvot mid cavity obstruction. The subject was treated with a balloon pump; revascularization was not performed. The event was considered recovered/resolved. Echocardiogram was performed as diagnostic procedure for the left ventricular outflow tract pressure gradient. No action was taken for the increased pressure gradient. Five days later the subject was discharged to home in a stable condition. It was further reported that the left ventricular outflow tract (lvot) obstruction and increased left ventricular outflow tract pressure gradient were not related to the lotus edge device and the right bundle branch block was present prior to the procedure.

Event description:
(B)(6) study. It was reported that left ventricular outflow tract (lvot) obstruction and increased left ventricular outflow tract pressure gradient occurred. The patient was enrolled in the (B)(6) study in (B)(6) 2019 and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin and other anticoagulant medications at the time of index procedure. The subject did not receive any loading doses of antiplatelet medication prior to the procedure. A lotus introducer was inserted and advanced into position. Balloon aortic valvuloplasty (bav) was not performed. The aortic valve was treated with deployment of an 27mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the directions for use. Difficulty in locking the valve was noted and attributed to challenging anatomy. On the same day, post index procedure, the subject experienced lvot mid cavity obstruction and increased left ventricular outflow tract pressure gradient. Intravascular ultrasound (ivus) and angiography were performed for the lvot mid cavity obstruction. The subject was treated with a balloon pump; revascularization was not performed. The event was considered recovered/resolved. Echocardiogram was performed as diagnostic procedure for the left ventricular outflow tract pressure gradient. No action was taken for the increased pressure gradient. Five days later the subject was discharged to home in a stable condition.